Event description:
While trying to interrogate the pt's device with the physician programmer, an error message occurred. The application card being used in the programmer would not recognized the serial number of the device. Interrogation was attempted again and was unsuccessful. During this time the pt experienced weight loss. The pt underwent surgery to revise the device. The ipg was moved to the other side of the body and a new lead was implanted. The pt had good weight gain and recovered without sequela.